Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that: "due to pain and suspicion that the femoral implant might be loose the pt was brought to surgery to remove it and replace it with a modular implant listed above."